Event description:
The device was returned to the manufacturer after being used as a loaner. It was analyzed and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that the side bail covers were missing, the ring cover and ring bail were missing, the two case screws were missing, the battery contacts were compressed, the keyboard was discolored, and the display was missing pixels. (B)(4).